Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and was not able to reproduce the problem. The instrument was tested without further problem, and returned to svc.